Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced inadequate stimulation. X-rays showed that the patient's lead was not midline. As a result, surgical intervention was undertaken wherein the lead was replaced.